Event description:
It was reported that a smiths medical pump was alarming no disposable and won't run. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6 corrected b1, corrected data: corrected b1: product problem.